Manufacturer narrative:
A ge oec svc rep investigated the issue and limit svc info is currently available. This issue is often related to a defective hv cable to the camera that is normally replaced to restore function. If other report indicates otherwise, an update report will be filed. The facility was unable to, or would not provided any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy sys reportedly had the monitor go blank, and the technical factors went to maximum values.